Manufacturer narrative:
(B)(4)

Event description:
It was reported an asymptomatic patient presented to clinic after receiving inappropriate tachycardia pacing for svt. Egm revealed atrial events had fell into pvab. A programming change to the pvab setting was recommended. The patient will be monitored with routine follow-up. No further information is available.